Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports limited hearing sensations for frequencies above 1khz. Re-implantation is considered.

Event description:
The user reports limited hearing sensations for frequencies above 1khz. Re-implantation is planned but due to user's health medical conditions no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode migrated partially out of cochlea, resulting in limited benefit for the recipient. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode migrated partially out of cochlea, resulting in limited benefit for the recipient. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user reports limited hearing sensations for frequencies above 1khz. The user has been reimplanted.